Manufacturer narrative:
Visual, functional testing, and additional analysis methods were performed on the returned device. The reported inability to purge as expected and subsequent fluid leak were confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Returned device analysis found that during functional testing by purging liquid, the purged liquid exited prematurely through the x-ring retainer. No liquid was able to exit through the purge hole due to the leak. The x-ring retainer was disassembled which revealed the x-ring (seal) was irregular in appearance and appeared cut. There were separated pieces of the x-ring retainer proximal seal material in the lower right corner. The x-ring was separated into two pieces. There seems to be separated material from the x-ring at the distal portion of the window tube. It was determined that the seal was compromised prior to attempted customer use, which caused the reported leak. The investigation determined the noted irregular appearance of the x-ring retainer seal was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that a dragonfly opstar imaging catheter device was to be used to treat a lesion; however, the device was unable to be flushed. Contrast media came out at proximal part of side arm luer. The issue was found during preparation prior to use. A new dragonfly opstar was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. Device evaluation was performed on the returned imaging catheter. It was found through functional testing that separated pieces of the proximal seal were unable to be located. No additional information was provided.